Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) removed and replaced blood pressure cable assembly as required. The fse then completed calibration of the unit. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) pressure input cable pins are broken. It was not reported under which circumstances the event occurred. There was no patient involvement, therefore no adverse event was reported.